Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care professional (hcp) regarding a patient receiving an unknown drug at an unknown concentration and dose via an implantable infusion pump. It was reported that there was something "wrong with the pump/it was not working and never worked." No other information was provided. No patient symptoms were reported. No further complications were reported.